Event description:
Dominican republic. Allegedly, an early seroma was identified in the right breast following implant removal. (Sn: (B)(6).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: early seroma.